Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -13.00/2.0/088 (sphere/cylinder/axis) , implantable collamer lens was "removed from vial and found that there were cracks in the lens. The lens was not implanted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).